Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose readings while using the ilet with a g7 cgm and a 6 mm, 23" infusion set, with no reported leaks, no delivery-stopping alarms, and unsuccessful meal announcement prior to the event; fingerstick confirmation was attempted, and the user was guided to perform an infusion set change after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included no injury and resolution after set replacement. Investigation included customer care troubleshooting and user education. Investigation of this case revealed no device alarms or confirmed delivery interruption, and the event was consistent with hyperglycemia of unclear cause that resolved with infusion set change, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.